Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Dr.(B)(6) complained of difficulty removing handle from the tibial baseplate. He was concerned that there may be a chance of "stabbing" the posterior capsule because the handle gets stuck and to remove requires considerable force.